Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. A log file was submitted for review, and data from the reported event date of 29jun2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue throughout the time span. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 17oct2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site received a call from the patient's caregiver that they had a driveline disconnect alarm at about 1850 on (B)(6) 2024. They stated the alarm sounded two times. The patient reviewed the last alarms while on the phone with the site, and the only alarm that they could see was one driveline disconnect for 1:12. The patient was sitting when this occurred. The patient presented to the emergency department, and it was noted that the driveline was intact. No external damage noted. The modular cable was intact, yellow ring not visible. The system controller was intact, red button not visible. It was noted that the patient had a controller exchange due to modular cable damage a couple months ago. Their caregiver stated this alarm happened once since the exchange aside from the event on 29jun2024. Log files were requested for review, and there were no unusual events recorded in the log file event history at the noted time. It was additionally stated on 01jul2024 that the patient nor caregiver recalled lights being on at the time of the alarm. The patient's spouse was making tea at the time and set a timer, perhaps they confused the alarms.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2024 that there were no reported patient symptoms during the alarms, and that an echocardiogram was to be performed. The alarms did not show up on the device interrogation.